Event description:
A patient reports while wearing a pod between 1 and 4 hours the pods needle had not retracted upon initial activation. Additionally, the patient reports having pain at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed with the needle retracted. No damages or defects were found to the needle mechanism assembly that would cause the needle to not properly retract. The exact cause of the reported event could not be determined.